Manufacturer narrative:
(B)(4). Batch # r57g7n. Investigation summary ==> the analysis found that one psee45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: was the device locked on tissue with the jaws closed? No, it didn't open out of the package if yes, how was the device removed? Did the jaws eventually open? Unknown.

Event description:
It was reported that according to the or staff, the device would not open. There was no patient consequence reported.